Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65 lead, implanted (B)(6) 2008; 1056t lead, implanted (B)(6) 2008; 6725 adaptor, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with ventricular tachycardia (vt), shortness of breath, and chest pain, was cardioverted and admitted for observation. The patient's device was reprogrammed as an algorithm withheld therapy. No further patient complications have been reported as a result of this event.